Event description:
It was reported that an angio-seal was selected for use. Difficulties were encountered and the collagen was above the skin. The physician pushed the collagen underneath the skin and a significant amount of oozing was noted. Manual pressure and a femostop were applied. Hemostasis was achieved. Seven days later, the patient complained of pain and a cold leg. The patient had also felt a 'pop" and complained of having pain while moving which would only go away at rest. The patient was readmitted and sent to interventional radiology. An angio revealed decreased flow at the popliteal. The patient was dripped and had increased flow. Surgery was performed and debris was removed at the blockage. The pathology report stated that the fragment was plastic with attached red soft tissue and a suture measuring 1.3cm in greatest dimension. Blood flow was restored and compartment syndrome was treated. The patient was reported in good condition. The patient had medical history of a positive stres test and left anterior descending (lad) lesion. No additional information is available.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also states collagen may protrude from the skin after tamping has been completed on very thin patients. Attempt to push the collagen under the skin using the tamper tube or a sterile hemostat. Do not cut off the excess collagen as the suture woven through the collagen may be cut and the integrity of the anchor/collagen sandwich could be compromised.